Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that one of their front teeth has turned grey and is very sensitive. The patient contacted their dentist and were seen as an emergency. The dentist had to do a root canal to save the tooth. The dentist informed them the aligners are causing issues, such as internal root absorption and for them to discontinue use of the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.